Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high impedance on the superior vena cava (svc) coil, and suspected fracture. The rv lead was capped, and a different lead was implanted. It was also reported that the left ventricular (lv) lead exhibited a confirmed fracture. The lv lead was capped, and a different lead was implanted. No patient complications have been reported as a result of this event.